Event description:
While dialysis catheter was being inserted into right subclavian, guide wire unravelled. Catheter and wire were removed. New catheter reinserted later that same day at the same site with complications experienced.